Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8973l-30-130 arthrex fibulock nail was not working properly; the talons that open on the tip would not deploy once in the patient. Another new ar-8973l-30-130 arthrex fibulock nail was used to complete the case. This was discovered during a procedure, with no reported patient harm. Additional information was received on 08/01/2024: this was discovered during a fibulock (fibula fracture) procedure on (B)(6) 2024. The case was not delayed and was completed by opening a new implant. There were no adverse effects on the patient due to this issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. However, the allegation that this happened upon opening the box cannot be verified as the device had signs of usage. One unpackaged, ar-8973l-30-130, arthrex® fibulock® nail, batch 15070715, was received for investigation. Visual evaluation noted that the nail talons had been actuated. Additionally, along the shaft down to the nose, deep abrasion marks were noted along it. Functional testing was performed and resistance was noted when opening and closing the talons. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
Addl info: d4, g3.